Event description:
It was reported that the customer had high blood glucose levels of 570 mg/dl. The customer treated with manual insulin injections. The customer indicated having symptoms consistent with high blood glucose levels including nausea though the customer indicated also suffering from gastroparesis which causes nausea. Troubleshooting was done. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).